Event description:
During a robotic assisted laparoscopic left renal cyst decortication and lysis of intra-peritoneal adhesions, the da vinci grasping forcep broke off into the patient. It was successfully removed without harm to the patient.